Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2016. The fse found a leak from the red blood cell (rbc) bath. He observed that the rbc bath was not seated properly on the aperture housing o-rings. The fse replaced outer o-rings on the rbc apertures and properly seated the bath which resolved the leak and the error. (B)(4).

Event description:
The customer reported a bluid fluid leak of approximately 2.0 ml from a coulter lh 780 hematology analyzer. The leak was contained within the instrument. The customer was performing normal routine operation when the leak was observed. The customer stated that a partial aspiration error had been generated at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves, lab coat and face/eye protection at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.